Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, within 10 minutes, and got results of 77 and 151 mg/dl. Tests were done using separate fingersticks and separate test strips. No symptoms were reported.